Manufacturer narrative:
There is no reasonable evidence to suggest that the baylis medical devices caused or contributed to the reported incident. However, as baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report.

Event description:
A case of pericardial effusion requiring intervention was reported during a cardiac ablation procedure where the baylis medical company versacross rf wire and versacross large access transseptal dilator were used for the initial transseptal puncture. The physician successfully achieved transseptal puncture following some initial difficulty with the workflow. After transseptal, the ablation procedure with a cryoablation device (medtronic) was initiated. The physician experienced difficulty isolating the last vein despite multiple attempts. At this time, the patient's heart rate increased which was thought to be a vagal response. The cryoablation device was to be exchanged for a tacticath rf ablation device (abbott). While setting up and obtaining femoral access for the tacticath rf ablation device, the patient's heart rate continuously dropped. A pericardial effusion was noted on intra-cardiac echocardiography. The cardio thoracic surgical team resolved the effusion and stabilized the patient. There is no reasonable evidence to suggest that the baylis medical devices caused or contributed to the reported incident. However, as baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report. A separate MDR has been submitted for the versacross rf wire under MFR report number: (B)(4).